Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter luer connection detached from the handle. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation (off label use) a farawave pulsed field ablation catheter was selected for use. Difficulty was encountered when engaging the luer connection on the flush port and it detached from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter luer connection detached from the handle. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation (off label use) a farawave pulsed field ablation catheter was selected for use. Difficulty was encountered when engaging the luer connection on the flush port and it detached from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, functional testing, and microscope inspection. The strain relief/luer was found to be separated and the flush port was not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer are separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer could be seen. The reported clinical observations were confirmed by the analysis results.